Event description:
It was reported that the customer had high blood glucose levels of 415 mg/dl. Troubleshooting was done. The customer reported seeing an air bubble in the infusion set of the insulin pump. The customer also reported tiny air bubbles in the reservoir of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer also reported bleeding from the site where the infusion set was removed. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).